Manufacturer narrative:
The protege rx sds system was returned within its shelf box. No ancillary devices, cine, images or procedural notes were returned. The protege rx was returned in a post deployment state. The catheter was returned with the inner guide wire distal assembly detached and approximately 1mm remained just distal of the retainer. The detached location of the inner guidewire distal assembly was observed to be frayed. It should be noted the detached distal tip was not returned to analysis lab. The stent was returned within a small bag. No abnormality was noted to the stent. No abnormality was observed to the retainer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a protege rx carotid stent as part of a procedure on the common carotid artery. The right distal, moderately calcified lesion was minimally tortuous. There was 75% lesion stenosis. A non-medtronic embolic protection device was used. The IFU was followed during the preparation and procedure. The lesion was pre-dilated with a 2.525 mm balloon device. It was reported that the physician was unable to deploy the stent as per IFU and removed the stent from the patient. The procedure was completed with a non-medtronic stent device. No patient injury was reported. Analysis findings indicate a portion of the device did not return and damage was noted.

Manufacturer narrative:
Additional info received reported all components of the device were removed from the patient, nothing detached. The stent couldn't be implanted and was removed medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.